Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that the onetouch ultra2 meter read inaccurately low. The medical surveillance specialist (mss) was unable to reach the patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient could not provide any readings and just says the readings have been lower than normal for an unknown period of time. He said he continued to take his usual dose of insulin and is on a sliding scale. He mentioned during the call that he takes 15-20 units of lantus insulin and 6-8 units of novolog insulin. The patient says that he lost consciousness, was shaking, sweating, had convulsions, and felt weak. He did not mention any treatment received. According to the troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing. Although details of the patient's management of diabetes are unknown, this complaint is being reported because the user alleged the meter read inaccurately and that the readings caused him to suffer symptoms that could be indicative of severe hypoglycemia.